Event description:
Physician observing po2 results questioned a higher than room air result on a venous blood sample. No report of injury with this event.

Manufacturer narrative:
Sample was run on two separate rl1265 analyzers and obtained comparable results. No data was provided. Pathologist questioned why the po2 value was higher than room air on a venous sample. Field service engineer was sent to investigate.